Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device would not run was not confirmed. However during evaluation, it was noted that that the device had an air leak. The device also failed pretest for safety assessment and loctite and cable assessment. The assignable root cause was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had an air leak and the hose was loose. It was further determined that the device failed pretest for safety assessment and loctite and cable assessment. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.